Event description:
It was reported that pen ndl 32g 4mm clog during flow check. The following information was provided by the initial reporter: consumer reported - finding needles that clog during flow check. Tried 3 times with the same pen needle. Did not work with flow check. Using lantus. Deals with mail order now but will be going local retail soon.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint will be re-opened and re-investigated if the photo / sample is returned. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm clog during flow check. The following information was provided by the initial reporter: consumer reported - finding needles that clog during flow check. Tried 3 times with the same pen needle. Did not work with flow check. Using lantus. Deals with mail order now but will be going local retail soon.